Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed detached bending section rubber could not be determined, however, the issue was likely the result of loose parts in the joint area due usage stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.3 endoscope inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found defects of bending rubber. Additional non-reportable malfunctions were found during device evaluation are as follows: due to a pinhole on bending section cover (a-rubber), a dent on distal end, and the adhesive peeling between objective lens and distal end, the water tightness was lost. Adhesive on a-rubber had a chip, control unit, switch 1 (sw1), grip, universal cord, light guide (lg) connector, lg-cover glass, video connector case, and video connector had a scratch. The indication on light guide connector was not correct. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the bending section cover (a-rubber) had fallen off. There were no reports of patient involvement.